Event description:
Reporter indicated that vns patient developed "blisters" on their neck near the neck incision approx two months post-implant and then a bigger "blister" under their armpit near where the generator had been placed. All of the blisters broke and the one under the armpit had drainage and increased in size. The patient's family member could see both the generator and lead at the site of the bigger blister. The site was irrigated and additional sutures were placed. When seen again for follow-up, it was noted that the site had an odor with recurrent drainage. Treating neurologist indicated that the patient had developed abscesses and infection at both the generator and neck incision sites. Both the generator and lead (excluding electrodes) were explanted and oral antibiotics were prescribed. The infection has reportedly resolved.